Event description:
It was reported that a shaft break and removal difficulties were encountered. The 80% stenosed, 30mm x 8mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified bronchial artery. A 8.0 x 30, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. While inflating the balloon, the ¿wire of the device¿ fractured and the balloon could not be withdrawn. The physician cut the proximal end of the device to withdraw the balloon. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found no issue with the profile of the device¿s markerbands. The investigator observed that the shaft within the balloon was stretched and was severely kinked 39 mm proximal to the tip. A shaft break was identified 127mm proximal to the touchup. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break and removal difficulties were encountered. The 80% stenosed, 30mm x 8mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified bronchial artery. A 8.0 x 30, 135cm mustang balloon catheter was advanced to dilate the lesion. While inflating the balloon, the "wire of the device" fractured and the balloon could not be withdrawn. The physician cut the proximal end of the device to withdraw the balloon. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).